Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issue with the transmitter. Customer also reported that the insulin pump had a stuck button alarm and low blood glucose event. Customer¿s blood glucose was unknown at the time of incident. Customer declined troubleshooting and requested to have the transmitter replaced. Insulin pump is not expected to return for analysis.